Event description:
The device was fired on tissue and then the tissue was cut. When the device was released from the tissue it was observed that no staples were placed onto the tissue at all. The surgeon had to suture the tissue fragment manually.